Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. This follow up corrects that information.

Event description:
(B)(4). The dentist reported that, almost 5 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The patient presented bone type I.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, almost 5 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. The patient presented bone type I.